Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the main printed circuit board (pcb)as well as the encoder assembly, keypad and liquid crystal display (lcd) were contaminated and corroded. It was also noted that both output connectors were broken. The hanger was hard to adjust. The upper and lower case halves, display frame, two output connector nuts, one case screw and two knobs were contaminated. Both wires on the lcd were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.